Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and DHR review performed by OEM(original equipment manufacturer). The device was returned to olympus for evaluation and OEM performed the evaluation. A visual inspection was performed on the returned device and the reason for the failure could not be definitively identified. As stated in the reported complaint, the area adjacent to the burr tip was blackened and presumed to be the result of the heat generated from cutting the bone without the use of irrigation which provides cooling. High heat may also be the result of applying a large amount of force during the cutting process. The area below the burr tip (the neck) is smaller in diameter than the burr tip and therefore would be the area most likely to break if the application force were too large. A review of the applicable risk analysis document reviewed and there have been no previous reports of this issue received. Also, reviewed of the inspection and material certification showed all materials met acceptance criteria. Additionally, the DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
This supplemental report is being submitted to correct d8, provide additional event information. The reported burr device was brand new and had not been previously reprocessed. The procedure was completed with a similar mbur1060dvf burr device. There was no reported issue with either the handpiece or the handpiece attachment. The burr device had been inspected prior to use.

Manufacturer narrative:
The burr has not returned to olympus for evaluation. The cause of the reported complaint cannot yet be confirmed. As a preventive measure, the owner¿s manual for the diego elite drill system to which the burr belongs contains warnings and cautions to avoid device damage and malfunction: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ ¿do not advance or extend the device abruptly.¿ it was reported that irrigation was not used with the burr. The owner¿s manual cautions, ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ it was also reported that the burr had been previously reprocessed. The owner¿s manual warns, ¿burrs are single use and are to be discarded; do not include burrs in the cleaning process.¿ to mitigate against device deterioration, the owner¿s manual also requires an annual safety check of the drill system by olympus authorized personnel.

Event description:
Olympus was informed that in the middle of an ossiculoplasty procedure, the top part of the ball of the burr turned black, and the ball of the burr broke off into the patient. The broken off fragment was retrieved using suction. There was no reported patient injury, and the procedure was completed using an alternative burr. It was reported that the drill system was being used to create a ridge in the cortical bone, and that irrigation was not used due to the field being small and visibility would be affected by irrigation. It was also reported that the burr had been previously reprocessed.